Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify during use. The following information was requested, but unavailable: what was the procedure date? No further information is available. What is the lot number? No further information is available. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m.

Event description:
It was reported that a patient underwent an unknown cardiovascular procedure on an unknown date and barbed suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.